Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6; -8.50/3.00/081 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6)2023. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. This resolved the problem.